Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited noise. The ra and rv leads were explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.